Event description:
Pt called after receiving a mammogram. She stated that she had a 3" cut under her rt breast and a 5" cut under her left breast due to the mammogram. She was examined by a physician and found to have an abrasion under each breast. She was instructed to apply bactroban to the areas and to call in a week if the abrasions were not getting better.